Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the tissue pad detached during the operation. The pad didn't fall into the pt. It was retrieved on the table. Moreover, the operation was completed with a new device without other complication. There were no adverse consequences for the pt.